Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator would not charge so could not be used to cardiovert patient. There was no negative patient impact.

Manufacturer narrative:
Updated base on new evaluation made.